Event description:
A customer observed imprecise amon qc results on the vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event determined that the root cause of the imprecise amon results was consistent with a contaminated vitros 5,1 incubator. The customer was not consistently following MFR's recommendations for amon cart and qc fluid handling and was reminded of the proper procedures.